Event description:
This report concerns porex medical group's manifolds that were supplied for incorporation into IV administration sets produced by the finished device manufacturer, abbott labs. Ten incidents occurred during which the male luer of the manifold broke off into the female part of the IV administration set. No pt injury was reported in any of these incidents. There is no evidence that the porex manifold caused this event, but because porex also markets manifolds as finished devices, the co is submitting this report in the spirit of complying with the MDR regulation.